Event description:
A cgm error 42 was reported by the caller, who had not recently reset or depleted the pump battery. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved after the caller received instructions for a complete pump reset from technical support, resulting in a successful start to their sensor session without further errors.